Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, no delivery/occlusion alarm - unknown timing. The customer reported no adverse event. The event involved product(s) mmt-886a, mmt-342, mmt-1880. Troubleshooting was performed and the insulin flow blocked alarm was a past, resolved event). The customer reported a short battery life or a low battery alarm. The battery lasted more than 1 week. The insulin pump screen was scrolling without input from the user and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. No product return is required for mmt-886a. No product return is required for mmt-342. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery alarm during testing. All buttons function properly. The j1 connector on pcba 1 was locked properly during visual inspection. The pump history file/traces download was successful using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alerts with dates and times for event date. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on event date: (B)(6) 2024 23:21:23.000, (B)(6) 2024 23:22:20.000 nodelivery (7) bolustype: normalbolus. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with battery tube threads - cracked and cracked case-corner of belt clip rails. No delivery alarm/occlusion not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.